Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was stuck. A technical support specialist logged in and rebooted the station and then the station application started successfully. Tss also mentioned that system had rebooted without cleanly shutting down. This error might cause if the system stopped responding, crashed, or lost power unexpectedly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station ll-143 got stuck on the carefusion screen and unable to launch the application. Customer stated that this issue caused delays in procedures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.